Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leaks event on (B)(6) 2025. The leak was in the tubing and was faulty the patient can smell insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).